Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited high impedance and high thresholds. The lead sustained rib clavicle crush damage, the patient was symptomatic. The lead was capped and replaced. The patient was in good condition following the procedure.